Event description:
It was reported that the user experienced hyperglycemia with a peak of 320 mg/dl while not attached to the device due to issues obtaining infusion set supplies, and they administered subcutaneous insulin by pen to reduce blood glucose; troubleshooting and education were completed, no alerts or alarms occurred, and an overnight order for 6 mm infusion sets was placed. Symptoms included elevated blood glucose. Outcomes included temporary disruption of device therapy and need for alternative insulin administration. Investigation included review of user feedback, device use context, and troubleshooting steps. Investigation of this case revealed that the cause of hyperglycemia was unclear, with contributing factors including lack of infusion set availability and nonuse of the device at the time of the event. It was concluded that a definitive device malfunction could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.